Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a pre-existing flail and dilated left atrium. A mitraclip xtw (51006r1126) was inserted was grasping was performed. However, difficulties visualizing the clip occurred, and after the second grasp, interaction with the clip and anterior leaflet, and difficulty retracting the clip into the left atrium (la) occurred. Troubleshooting was performed, and the clip was eventually maneuvered into the left atrium, repositioned, and grasping was performed. However, on the first regrasping attempt, it was observed that the anterior gripper would not lower. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. While outside the patient, the clip was examined, and the gripper was observed to be bent. A mitraclip xtw (51015r1092) was prepared per the instructions for use and inserted without issues. However, while in the valve, it was observed that posterior gripper was not lowering. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. While outside the patient, the clip was examined. On inspection one of the gripper lines was observed to be snapped next to the gripper arm, and was never removed. It was noted that the gripper line broke between system preparation and gripper orientation check. Two clips were then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported positioning failure, difficult single gripper actuation, deformation due to compressive stress, or poor imaging. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported gripper deformation appears to be related to procedural conditions (interaction between clip and leaflet, difficult retraction into left atrium). A cause for the reported difficult single gripper actuation could not be conclusively determined. The reported positioning failure is a cascading event of the difficult single gripper actuation. The reported poor imaging is related to procedural conditions (shadowing), per case details. There is no indication of a product quality issue with respect to manufacture, design, or labeling.